Manufacturer narrative:
Date of this report: (B)(6) 2015; date received by manufacturer: (B)(6) 2015. Product evaluation: service and repair found that the device would not run; the motor had shorted. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that the device was "too hot when working." There was no patient impact.